Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It is reported, foreign object found. Event details: keytruda was prepared using 4 vials, and the drug solution was collected from each vial and injected into an infusion bag. When checked the bag before dispensing the infusion bag, multiple small foreign objects were found. The injector's lot is unknown. The incident occurred after the protector and injector were connected. The drug added was keytruda. We would like an analysis of the size of the coring (contaminated in the bag). Additional information: the product that was connected to the infusion bag was 515309 can we verify- was it the same injector used to collect from the four vials? This is the same injector. 515005 lot is unknown. Was an infusion adapter connected to the IV bag? The l connector is connected, and the collected medication is injected from the l connector into the infusion bag.

Manufacturer narrative:
Follow up MDR for device evaluation/correction: based on investigation results, this complaint is no longer reportable. The involved device did not contribute to the reported failure coring. It was reported that particles were observed inside an IV bag. For investigation, one IV bag, one l-connector, and a spike set not manufactured by bd were provided to our quality team. Upon inspection, a gray particle was observed inside the infusion bag, verifying the reported concern. Testing was performed and it was determined that the particle was consistent with material from the rubber stopper of the infusion bag. No damage or related defects were identified within our device that could have contributed to this observation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As a lot number was unavailable for this incident, a device history record review could not be completed. Coring of the rubber stopper may occur depending on stopper quality, design, or if a poor connection is made. Based on the available information, we cannot definitively identify which spike was responsible for the particle observed, therefore a root cause cannot be identified at this time.

Event description:
No additional information.